Manufacturer narrative:
G4: 13oct2020 b4: (B)(6) 2020 the central processing unit (cpu) assembly was received for evaluation. The visual inspection of this customer returned central processing unit (cpu) printed circuit board assembly (pcba) revealed no anomalies. A failure investigation (fi) technician installed the central processing unit (cpu) assembly into a fi ventilator to duplicate the reported issue of a backup alarm failure. The customer reported complaint of the backup alarm failure was not duplicated by the failure investigation (fi) technician, the log revealed that the reported "backup alarm failed" had occurred. Furthermore, it was discovered that the root cause of the failure was due to contamination on the ls1 component on the circuit board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 31jul2020, b4: 09sep2020. The international philips field service engineer (fse) confirmed and duplicated the reported issue. This event was reported to have occurred during clinical use. The only information disclosed about the patient was gender, which was male. The philips international service engineer (fse) replaced the central processing unit (cpu) pcba (printed circuit board assembly) board as a precaution to prevent reoccurrence, and power switch overlay was also replaced. The power switch overlay repair was due to an observation made that the power light emitting diode (led) turned off. As a result of the repairs, the unit was functionally tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The customer reported a ventilator with a backup alarm failure. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this event.